Event description:
Reporter indicated a pt's vns generator was disabled on (B) (6) 2009, due to fatigue. Other interventions for the fatigue included discontinuing high-dose stimulant medications and referral to a specialist for further eval of the chronic fatigue. The treating physician reported the vns was felt to be a partially contributing factor to the fatigue. The pt does have a pre-vns history of fatigue. In addition to the fatigue, the pt was also having passive suicidal ideation while being implanted with the vns, and had a history of suicide attempts. It is not known if the suicide attempts occurred before or after the pt was implanted with the vns. The pt has significant, severe psychiatric illness beginning from (B) (6), and has a history of continuing severe depression and agoraphobia. Good faith attempts to the reporter for add'l info are in progress.